Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised due to the femoral component was loose and there was pitting on the top of the insert. The femoral component was not explanted.